Manufacturer narrative:
The insulin pump was received with critical pump error due to corroded electronic assembly also; the motor and battery tube were found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be unknown. It was reported that the customer had prime fill anomaly. It was reported that the pump would be replaced. No further information provided.